Event description:
The customer reported approximately one half milliliter of blood fluid and diluent leaked onto the counter involving the coulter lh 500 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the probe wipe rinse block was leaking fluid. The fse observed the rinse block tubing was not allowing the rinse block to move completely to the end of the probe causing the leak as the vacuum port was not properly positioned. The fse replaced the tubing at the rinse block and resolved the fluid leak issue. The fse performed system startup, latron, controls, reproducibility, and completed samples in the manual mode. Service activity was verified per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).